Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle broke. The following information was provided by the initial reporter: half the tip of a 23g blue hypodermic needle was missing.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305146 and lot number 0070466. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation by our investigative team. The retained samples were visually examined and no signs of defect could be identified. Based on the investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle broke. The following information was provided by the initial reporter: half the tip of a 23g blue hypodermic needle was missing.